Event description:
Major pump unit(s) involved: blood pump.inflow obstruction.specific component(s) involved: inflow graft malfunction/malposition.inflow cannula obstructed by intraventricular septum.causative or contributing factor: no specific contributing cause identified.other intervention : reposition inflow, type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.